Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported when the system controller was also swapped during this exchange the old primary system controller (hsc-126891) had muffled sounding alarms. The system controller was tested after and performed fine with alarms sounding slightly less crisp than normal. The patient kept this system controller as their new backup system controller. The log files were reviewed for hsc-126891 and contained no data on the system controller's audible alarm. It was recommended that the system controller audible alarm ports be checked for dirt and debris. The clinic noted that they would inspect the audible alarm ports during the patient's next visit and will encourage the patient to do it themselves sooner. It was anticipated that this equipment would not need to be exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s alarms sounding muffled was not confirmed. The provided log files did not capture any atypical events, and the system operated as intended throughout the data. The system controller (serial number (B)(6)) was not returned for analysis. Available information indicates that the controller remains in-use as the patient¿s backup controller and appears to be functioning correctly. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 6 ¿caring for the equipment¿) instructs users to check the system controller¿s audio speakers at least once per month. If a change in sound is noted during a self-test, the speakers may be obstructed. Audio speaker sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes. This can damage the speakers inside. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.